Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in late 2008, that radial jaw 4 biopsy forceps were used during a colonoscopy procedure four days prior. According to the complainant,"during the procedure, the physician was doing random biopsies that resulted in [a] large hematoma, active brisk bleeding and a large mucosal rent. The physician clipped the defect closed. He ended the procedure." The patient's condition at the conclusion of this procedure was reported to be "fine".